Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated twice on the same instrument and resulted lower than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse ran an integrated multi-sensor (imt) routine clean and performed a precision comparison with the original patient sample and other samples. Fse ran quality controls (qc) which were within customer's acceptable range. A siemens headquarters support center (hsc) specialist reviewed the instrument data, which indicated that the discordant result was consistent with and due to sample integrity or sample handling. There were no more discordant results observed after the initial discordant sample. The instrument is performing according to specifications. No further evaluation of the device is required.